Event description:
It was reported the patient started to hear their pump alarm 4-5 days ago and did not alert their healthcare professional (hcp). The alarm was a critical alarm and described as long repetitive beep occurring every 5-10 minutes. The patient had their pump filled "last week" and thought they did not program 'it' right. The pump was later interrogated and confirmed the alarm. The alarm was occurring due to intermittent motor stall occurring since (B)(6) 2014 (date of the patient's last refill). At this time, the patient felt "lousy". At the time of telemetry, the pump was in an unrecovered stall and a tube set message was observed. The pump was scheduled for replacement on (B)(6) 2015. The pump was used to deliver dilaudid and bupivacaine. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to shaft/bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician; product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information received reported the patient had troubles in the past with the pump and went through withdrawal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was replaced on 2015-(B)(6). The patient was receiving effective therapy and doing well. The cause of the motor stall was unknown. The patient was going to be seen on 2015-(B)(6) to initiate the personal therapy manager (ptm).